Event description:
This ICD was explanted because it failed to deliver shocks; during shock therapy, the overload was recognized and no shock was delivered. Note: the rv coil impedance was tested as normal.

Manufacturer narrative:
(B)(4). Conclusion: the device was received with a lead ela (B)(4). A first visual inspection of these lead portion revealed damages to the external insulation; it was sent for analysis (B)(4). Available follow up data dated (b)(6 2009 revealed: a warning message "overload during last shock on (b)(6 2009", it means that 0.0j shock was delivered and was inefficient; review of a previous follow up data dated (B)(6) 2008 revealed: the warning message for overload on last shock was already present and review of the event log showed also (inefficient) shocks of 0.0j delivered during vt episode; noise and over-sensing events were also observed through the analysis of pt files in the ventricular channel, some of them led to inappropriate shocks but an overload condition occurred during the shock delivery (0.0j delivered); after looking at the therapy history in aida, it is reasonable to think that since (B)(6) 2008, all shocks on vts have been inefficient. Visual examination of the ICD case under magnification revealed "flash points" on the case's titanium surface. The electrical characteristics of the returned unit are within specifications; the observed noise with over-sensing and the reported overload condition, combined with the observed flash points on the titanium case resulted more likely from a lead issue. The device is retained in the returned product storage area.